Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the first firing of the tsw35 was fine. On the second firing the surgeon pulled slightly on the firing trigger and then released. The surgeon experienced difficulty in opening the device. After several attempts with pushing the release button, the jaws of the device were manually opened. It was reported only a couple of staples formed. A second tsw35 was opened to complete the procedure without difficulty. There was no consequence to the pt.